Event description:
A potential product issue has been reported internally with our artiste linear accelerator. In the abundance of caution this issue is being reported. With the machine configured with rtt/mosaiq/bay_vb20 a user defined pause cannot be kept in the electronic file for later resumption of treatment. It is expected that a user defined pause would be kept for late resumption. It would be a hazard if user started the delivery without knowing that pause is cancelled. This scenario could be dangerous since it is possible that a collision between the machine and pt could occur causing possible pt injury. Pt has 3 x-ray beams defined for fg3. The 3rd beam has a programmed pause assigned: at rtt, the user adds a defined pause to the 3rd beam. Here the user is required to manually move the gantry to avoid the collision. The user then starts treatment of fg3. The user then terminates the treatment during the first beam delivery. The user then closes the pt file. At mosaiq, the user loads the partially delivered session to rtt. Before later resumption, the user checks for a defin...

Manufacturer narrative:
Further investigation is required. The preliminary risk assessment indicates: severity: preliminary 3 (critical). There was no mistreatment or injury reported. In case programmed pause is not applied an unexpected gantry motion may occur and may potentially result in a serious injury. Probability: preliminary c (remote). There are several emergency stop buttons installed to prevent from injury of the pt by moving parts. There is a warning in the user manual, which describes, that the pt and treatment delivery should be carefully monitored during auto-sequencing. No other products are affected.